Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe experienced (short description of event). The following information was provided by the initial reporter: I am a qa associate with stanford laboratory for cell and gene medicine (lcgm). My organization uses various volumes of bd syringes (ref:(B)(4) lot:2298610, and ref:5ml lot:2347962) as part of our processes and recently our manufacturing team has been noticing that some selected syringes have some oil-like residue on the tip of the syringe (please refer to images).

Manufacturer narrative:
Four photos were provided to our quality team for investigation. Upon examination of the returned photo, it was observed that silicone visible on the tip of the stopper. From the photos provided amount of silicone is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Furthermore, a device history record review was completed for provided lot number 2347962. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ sterile, single use syringe experienced (short description of event) the following information was provided by the initial reporter: I am a qa associate with stanford laboratory for cell and gene medicine (lcgm). My organization uses various volumes of bd syringes (ref:50ml lot:2298610, and ref:5ml lot:2347962) as part of our processes and recently our manufacturing team has been noticing that some selected syringes have some oil-like residue on the tip of the syringe (please refer to images).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.